Event description:
It was reported that the ventilator had a broken module coupling spring. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The anomalous part was not a getinge product. The replaced part was not returned for investigation. The root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).